Event description:
Caller reported two alarms, an alarm 2 followed by alarm 26, indicating recurring occlusion events that occurred over the past two days prior to contacting support. These occlusion issues led to a blood glucose reading of "high," exceeding 500 mg/dl, and the customer performed a correction injection via a manual method without requiring third-party help. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. There was no reported assistance from external parties, but ongoing frequent occlusion problems were noted, prompting further follow-up for assistance.